Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)/migration of device through tubes"), pelvic pain ("pelvic pain") and uterine abscess ("abscess in uterus") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included osteoporosis. Concomitant products included acetylsalicylic acid (aspirin), calcium, folic acid, medroxyprogesterone (depo provera), misoprostol, prenatal and vicodin (norco). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine abscess (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("copper allergy/nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("bowel issues"), fallopian tube cyst ("cysts in fallopian tubes"), back pain ("back pain"), abdominal pain lower ("left and right abdominal") and osteoporosis ("osteoporosis in spine"). The patient was treated with surgery (she underwent hysterectomy to bilateral salpingectomy and removal of cervix) and surgery (she underwent hysterectomy to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine abscess, dysmenorrhoea, abdominal pain, fatigue, gastrointestinal disorder and fallopian tube cyst outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, back pain and abdominal pain lower had resolved and the osteoporosis had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, fallopian tube cyst, fallopian tube perforation, fatigue, gastrointestinal disorder, menorrhagia, osteoporosis, pelvic pain, uterine abscess and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: placed correctly. Most recent follow-up information incorporated above includes: on 21-sep-2018: plaintiff fact sheet-event osteoporosis in spine was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)/migration of device through tubes") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included osteoporosis. Concomitant products included acetylsalicylic acid (aspirin), folic acid, misoprostol, prenatal and vicodin (norco). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("copper allergy/nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("bowel issues"), fallopian tube cyst ("cysts in fallopian tubes"), uterine abscess ("abscess in uterus"), back pain ("back pain") and abdominal pain lower ("left and right abdominal"). The patient was treated with surgery (she underwent hysterectomy to bilateral salpingectomy and removal of cervix) and surgery (she underwent hysterectomy to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, abdominal pain, fatigue, gastrointestinal disorder, fallopian tube cyst and uterine abscess outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, fallopian tube cyst, fallopian tube perforation, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, uterine abscess and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: placed correctly. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received: the event abnormal vaginal bleeding, menorrhagia, allergy to metal, fatigue, bowel issues, fallopian tube perforation, cysts in fallopian tubes, abscess in uterus, back pain, lower abdominal pain added. Concomitant medication,events outcome,concurrent condition added. On 4-apr-2018: pfs received: reporter added. Fu 1 and 2 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent hysterectomy to remove essure device). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.